Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 10.86 ng/ml was obtained. Subsequent analysis of the patient¿s sample (re-centrifuged), on the same instrument, recovered lower results of 0.00 ng/ml and 0.00 ng/ml, respectively. The original result was not released out of the laboratory. There was no patient impact associated with this event. The customer indicated the laboratory reanalyzed all elevated troponin results prior to releasing out of the laboratory. The patient¿s sample was collected in a becton dickinson (bd) lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at room temperature. The sample was normal in appearance. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) inspected the analyzer. The analytical unit and pipettor gantry were proactively removed, cleaned, inspected, and lubricated. System verification testing (system check, high sensitivity system check, 50-replicate ramp test, precision testing, and quality control) was within the assay, instrument, and laboratory specifications. No hardware issues were identified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event could not be determined with the available information.